Event description:
It was reported that the ivus catheter was used during a peripheral procedure. The ivus catheter was removed and re-inserted multiple times and during this process the ivus catheter fell apart from the wire. It was reported that all parts of the ivus catheter were present. The physician stopped the use of the device and another ivus catheter of the same model was used and the procedure was successfully completed. There was no report of patient injury or adverse event due to this incident.

Manufacturer narrative:
(B)(4). The eagle eye gold ivus catheter was returned to the manufacturer for evaluation. The visual inspection confirmed the damage to the ivus catheter. A kink in the connector end was observed. Traces of blood in the proximal shaft were found. A tear at the exit port with an exposed and torn inner lumen as well as an exposed core wire were also observed in the distal shaft. Based on the physical examination of the ivus catheter, it appears that the guidewire punctured the lumen appearing as though the catheter fell apart. This could have resulted in the lumen becoming damaged and torn in the distal shaft. The lumen puncture is a result of user handling. This failure is typically observed when the guidewire and the catheter are not held straight while loading the catheter over the guidewire. The IFU precaution for this device states that "when inserting the guidewire both catheter and guidewire must be straight with no bends or kinks, or damage to the inner lumen may occured." The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.